Manufacturer narrative:
Vyaire medical file identification:(B)(4). At this time, the suspect device has not been returned for evaluation. However, customer checked the unit and it was found that the capacitor is burned and brown wire of power cord is not firmly attach to the terminal block and came-out easily whereas to blue and yellow wires which are found securely connected. No exact root cause could be determine at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported burning smell and smoke coming out from 3100a ventilator which triggered code red in the hospital. The unit is not switched on but connected to power, the respiratory therapist disconnected the unit from the power. The customer confirmed that there was no patient harm associated with the reported event.